Event description:
The technician alleged the brake caster and brake steer caster roll while in brake mode. No pt impact.

Manufacturer narrative:
The technician adjusted the brake caster and brake steer caster to resolve the issue.